Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a bend 8.5 cm from the distal tip was identified. The device did not meet the curve specification. The device did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that dr. (B)(6) said there were issues with the curvature of the electrophysiology catheter. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.